Manufacturer narrative:
The cell-dyn sapphire hemoglobin syringe is used on the cell-dyn sapphire analyzer, an automated hematology analyzer. The vendor for the cell-dyn sapphire hemoglobin syringe, list number 08h49-02 provided abbott laboratories with an improved version of the syringe, which was released for use on 05/08/2007. The vendor sent a letter to abbott stating the hemoglobin syringes with a specific manufacturing code, were assembled with sufficient or inconsistent amount of silicone lubricant applied to the plunger tip. The absence of sufficient lubricant causes premature failure of the syringe, which generated "syringe failed to home" error messages upon installation on the cell-dyn sapphire analyzer or shortly thereafter. In response to the vendor's letter, abbott internal nonconformance was addressed via stock sweeps to segregate non-conforming product in inventory. A world wide quality hold was issued 06/22/2007 to remove suspect product from the distribution system and a customer letter was generated to users of the cell-dyn sapphire analyzers. The defective syringes were identified in the customer letter as those packaged and shipped between 05/08/2007 and 06/25/2007. A review of abbott's complaint analysis system from january 2007 to present did not indicate an adverse trend for hemoglobin syringes. As the effected syringes did not meet the vendor's internal lubricant requirements, the vendor provided the following corrective actions: vendor employee retraining for syringe lubricant application was completed on 06/19/2007. 100% part inspection of the syringe will be performed and inspection results will be attached to the syringe shipment. Abbott syringe specifications were defined for use by the vendor. Certification documents are attached on every shipment of syringes. This is the final report. End of report.

Manufacturer narrative:
(B)(4). Concomitant medical products: cell-dyn sapphire hemoglobin syringe, list number 8h49-02. The cell-dyn sapphire hemoglobin syringe, list number 8h49-02, was manufactured on (B)(4) 2007 and was identified by (B)(4) to have been manufactured with insufficient or inconsistent amount of silicone lubricant applied to the tip of the syringe plunger. The affected syringes with a package date of (B)(4) 2007 through (B)(4) 2007, caused the cell-dyn sapphire analyzer to generate an error message upon installation of the syringe or shortly thereafter. The cell-dyn sapphire hemoglobin syringe was distributed for the cell-dyn sapphire analyzer only and did not impact other cell-dyn analyzers. The issue was resolved when a new cell-dyn sapphire hemoglobin syringe, list 8h49-04, was manufactured by (B)(4) and released for distribution on (B)(4) 2009.

Event description:
The customer contacted abbott regarding error messages observed for the cell-dyn sapphire analyzer. The customer stated the cell-dyn analyzer generated "syringe fail to home" error messages for every other patient sample. The customer performed troubleshooting procedures by repositioning the cell-dyn sapphire hemoglobin syringe with no resolution. The abbott customer technical advocate (cta) advised the customer to replace the syringe. The customer stated the quality controls were within specification and no suspect patient results were generated. There was no impact to patient management reported by the customer.